Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, when the balloon was inflated under fluoroscopy, the inner lumen of the balloon catheter was bent and could not be straightened out. The balloon catheter was replaced with resolve and the procedure was completed with cryo. No patient complications have been reported as a result of this event.